Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead, (B)(6) 2002; d224trk, bi-ventricular implantable cardioverter defibrillator. (B)(4).

Event description:
It was reported that the atrial lead had inconsistent capture at high outputs, noise, and high impedance. The atrial lead fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.